Manufacturer narrative:
Additional information received, b5 and h6 updated.

Event description:
Additional information received that the patient had thrombosis resulting in the decision to move to comfort care and not move forward with operation. The pump was disposed of by the hospital.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Hemolysis/mechanical interaction with blood: since limited clinical details were provided, product wasn't returned for investigation, and data log review wasn't conclusive, the cause of the hemolysis/mechanical interaction with blood could not be determined. Access site adverse event/major bleed: based on the clinical details provided that the patient's act was still 287 at the time of incision closure, the cause of the access site adverse event/major bleed was determined to most likely be due to a use issue. Per the impella 5.5 IFU, the target act is 160-180 during impella pump support. Thrombosis: the cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
An impella 5.5 was placed in addition to an impella cp in a 71-year-old female presenting with cardiogenic shock for hemodynamic support. During hospitalization, the patient was observed to have oozing at the impella surgical incision site (axillary). A jackson-pratt (jp) drain was placed to manage the bleeding, and hemostasis was achieved with medical management. There was no evidence of impella 5.5 malfunction and the device was confirmed to be functioning as intended throughout support. The patient¿s clinical course subsequently declined, and the patient expired. Based on the information available at the time of reporting, the bleeding was localized to the surgical access site and is consistent with procedural-related bleeding in the setting of critical illness and anticoagulation, rather than a device-related issue. The death is conservatively reported on the impella 5.5 due to device use at the time of death; however, the impella 5.5 is considered an unlikely contributing factor, with the patient¿s underlying cardiogenic shock and critical clinical condition being the more likely cause.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information was received and h6 codes were updated.

Event description:
Additional information was received indicating that laboratory values demonstrated elevated lactate dehydrogenase and lactate levels, along with a low central venous pressure. The care team was made aware of concerns for possible hemolysis. The managing physician and nurse practitioner were notified and initiated blood transfusion. Both the bleeding and the concern for hemolysis were believed to be related to bleeding at the suture line. The reported type of injury was hemolysis. Blood products were administered, totaling approximately 1.1 units. Additional contributing factors included the patient¿s pre-existing acute kidney injury and prolonged duration of impella cp support prior to escalation to an impella 5.5 device.